Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence for foreign body situations regardless of patient outcome. There was no echo-hd-22-ebus-p-c (echo) devices of lot# c932923 in stock at the time of the complaint investigation. 1 x echo device lot# c932923 was returned for evaluation. The device was returned in the original package and was open on receipt. This echo device was returned with the stylet fully inserted in the device. The device was returned with the needle fully retracted. It was possible to remove and re-insert the stylet without difficulty. It was possible to advance/retract the needle fully without issue. The needle was noted to be curved / bent on advancement. It was confirmed that the curvature of the needle extension was the standard shape=set caused by the elevator of the endoscope used during the procedure. The needle tip was examined and no bends or kinks were visible. No issues were detected with the functionality of this echo device. The external sheath and distal tip of the sheath were examined and no damage was noted. The sheath tip was inspected under the microscope and no damage to the sheath was evident. An x-ray image was provided in relation to this complaint. Based on the image it could be confirmed that there was a piece of black foreign matter present in the patient. On review of the x-ray image provided and evaluation of the device by the relevant product development engineer the customer complaint was confirmed. Although no damage to the sheath was observed during the device evaluation it is possible that a piece of sheath detached internally from the sheath which could not be detected in the laboratory. A possible cause of sheath perforation may be attributed to the sheath being damaged prior to or during use. Damage to the sheath may result in perforation of the sheath by the needle as the needle was being advanced/retracted. However, as the conditions of use cannot be replicated during the laboratory evaluation it is not possible to determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. It was confirmed a piece of the sheath remained inside the patient's body and was not retrieved. The patient did not require any add'l procedures and did not experience any adverse effects due to this occurrence. Add'l info confirmed there is no plan to retrieve the broken piece of sheath. The patient is confirmed to be doing well and is not experiencing any problems as a result of this incident. The notes section of the instructions for use 'ifu0110-1' that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The complaint info rec'd indicated that during the procedure a black piece believed to be the sheath detached from the device. This black piece of sheath remains in the patient and was not retrieved. The customer reported that sampling of the lesion was difficult due to the bended scope and that a scratching sound was observed. Add'l info confirmed there is no plan to retrieve the broken piece of sheath. The patient is confirmed as doing good with no problems. No further adverse effects to the patient have been reported as occurring.